Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was not working for the patient. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.